Manufacturer narrative:
The investigation of limb ischemia and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27696 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27696.

Event description:
The user facility had a cp pump placed for the patient admitted in cardiogenic shock. The cp was placed but, the patient experienced signs of hemolysis and limb ischemia. The hemolysis did not prompt intervention. The ischemia was seen and had distal perfusion placed. The patient survived and was weaned off after 97 hours of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿